Event description:
Customer states patient reportedly received results of 447 mg/dl and 215 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.